Event description:
In 2003, a ventricular assist device (vad) patient supported by the dual driver was being transferred to the CT scan room when the driver's top module stopped while operating on battery power. The bottom module continued functioning. The patient remains ongoing on vad support.